Event description:
It was reported that during the implant procedure after the right atrial lead and right ventricular (rv) leads were implanted, the patient received two shocks from an external defibrillator for ventricular tachycardia. Later during the procedure, the catheter dissected the coronary sinus vein, and an epicardial lead was placed. Two days post implant, a patient alert was triggered for high impedance on the rv and left ventricular (lv) leads. During the revision procedure, the lv lead was noted to be poorly connected to the device. The lead was reconnected. The rv lead was found to be infiltrated. The rv lead was explanted and replaced. The physician believes that the catheter had damaged the rv lead during the implant procedure and believes that the rv leads are too fragile. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst also noted that the only insulation damaged noted is in the overlay tubing. This does not affect the performance of the lead. There are no set screw marks on the rv pin, and only one set on the svc pin. However, there are 3 set screw marks on the is-1 pin. It appears that the lead was not fully inserted into the connectro at time of implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.